Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. Review of device memory noted the device performed an automatic capacitor reformation on (B)(6) 2017 which resulted in a 12.4 second charge time. An automatic capacitor reformation completed on (B)(6) 2018 resulted in a long charge time of 44.9 seconds. This triggered the observed code 1007. No other faults, errors, or anomalies were noted. The device was at a battery status of eol due to long charge times. A manual capacitor reformation was completed in the laboratory and a long charge timeout resulted. Next, the device case was removed to facilitate testing of the internal components. The high voltage capacitor was removed and replaced with a known good capacitor. Testing revealed long charge times continued. The battery was replaced with an external power source and the long charge times remained. The device hybrid was removed and underwent detailed analysis. A low charging frequency was detected. Based on the identified low charging frequency exhibited by the hybrid and the absence of memory corruption, analysis concluded the digital circuitry within the mixed mode integrated circuit did not operate as expected and designed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this cardiac resynchronization therapy defibrillator (crt-d) revealed a code 1007 had been recorded and the device had reached end of life (eol) battery status. It was noted the remaining longevity at the previous follow-up was 4.5 years. The device was therefore explanted and replaced. It was noted there had been no shocks delivered by the device prior to the code being recorded, and the lead measurements with the new device were all within normal limits. No additional adverse patient effects were reported.